Event description:
Samples received.

Manufacturer narrative:
Investigation summary: 2 syringes filled with medication were received and analyzed with the customer's complaint of foreign matter. Visual analyses was employed and the syringes were investigated under high power digital microscope and there were multiple bundles of fibrous material in the liquid of both syringes. The substance was then isolated and tested using ftir (fourier-transform infrared spectroscopy). The results were not conclusive but the highest confidence matches for material composition were those of cotton and some other fibrous organic material. The root cause is unknown and it is possible that substance was acquired while filling syringes. There was one notification identified during the DHR review that may have contributed to an fm complaint concerning this lot#. Affected product was scrapped. All inspections were complete and acceptable. (This is another but unlikely root cause).

Manufacturer narrative:
E.4. The initial reporter also notified the FDA. Medwatch report is unknown at this time.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 301029 batch#: 3219838. It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: "foreign matter in syringe.'. Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. Medline complaint #: (B)(4). Defect description: foreign matter in syringe medline part #: 26005. 26007. Product description: syr 10ml l/l. Syr 20ml l/l vendor part #: 301029. 301031. Lot #: 3219838. 3235991 / 3272910. Date reported: 4/2/2024. Sample received: yes. Response needed: summary of findings and corrective action. Incident reported to the FDA as MDR-30 day. Reference no. Pending.